Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Not performed was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? 8th day how was the leak identified? Re-intervention what was observed at the site of the leak upon reoperation? One single hole in the posterior part of the anastomosys how was the leak addressed? Sutured were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He doesn¿t know (the exact answer is: I still have a question mark in my mind)

Manufacturer narrative:
(B)(4) date sent 6/10/2024. D4 batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh29p lot number c9df43 and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: which, if any, of the following did the patient experience: infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for a tumor in the left colon. The anastomosis was performed with our circular stapler for the first time as a product test. The patient was re-operated for fistula at the anastomosis. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery or hardware removal. The date of the revision surgery was on (B)(6) 2024. The patient suffered from an anastomotic fistula,